Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition. Clearing the por condition was reviewed. Additional info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178201007576.